Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 27, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the complaint lens was received with a detached haptic and cut. The lens was cleaned and, a scratch on the optic body could be observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue ¿haptic damaged¿ was not confirmed. The other observed issue of "haptic detached" found during the product evaluation is related to the code of "haptic damaged¿ however, this could not be confirmed to be related to a manufacturing or design issue. The remaining observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Additional information provided with the product return and the date of event: 12/12/2022 was provided. No other information was provided. The following section has been updated accordingly: section b3: date of event: 12/12/2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a bent/broken haptic. The lens was fully inserted in the patient's left eye and removed during the same procedure. Another johnson & johnson lens, model za9003 23.5 diopter was implanted as a replacement. The outcome did not significantly interfere with activities of daily life. No further information is available.

Manufacturer narrative:
Patient weight/ethnicity: unknown/asked but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. An attempt was made to obtain missing information; however, the account did not have further information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.